Event description:
An anesthesia technician reports a patient had an endotracheal tube placed for septoplasty surgery and after thirty minutes the anesthesia device gave alarm and the patient could not be ventilated. The anesthesia technician further reports there was no harm or injury to the patient and when the endotracheal tube was removed it was noted the inside of the tubing was inflated and swelled.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available a follow-up report will be submitted.